Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to customer's blood glucose level. The customer declined further troubleshooting and follow up from tandem technical support.